Event description:
The threads on a 45mm 4.0mm cannulated screw peeled during implantation from the fibula to the tibia. The screw was not being implanted through a plate. Screw and threads were removed from the patient without incident.